Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. A field service engineer replaced the sample probe and performed horizontal and vertical adjustments. The investigation is ongoing.

Event description:
There was an allegation of non-reproducible low creatinine results for two patient samples tested on cobas c 503 analytical unit. For patient sample 1 the initial result was 0 mol/l and when repeated the result was 52 mol/l. For patient sample 2 the initial result was 0 mol/l and when repeated the result was 63 mol/l.